Manufacturer narrative:
The device was discarded by the user. The device involved in the reported event was discarded by the user. Therefore, it is not available for analysis. Nevertheless, a thorough investigation was conducted with all reasonably known information and information that could be obtained through clinical follow-up from the user. The size of the perforation was too small to have been caused by a 0.35" guidewire, diagnostic catheter or the impella device. It was, however, consistent with a 0.18" guidewire. The 0.018 guidewire used in the case was a boston scientific platinum plus. A review of records shows the suspect lot had passed all inspection criteria. No other problem was with this lot of wires is known to have occurred. The manufacturing records for the pump were also examined and no manufacturing problems were identified. Follow-up information form the physician confirms that the guidewire involved in the case was inspected by the physician and the clinical representative present during the case; no defects were observed upon their visual inspection after withdrawal from the patient. The physician believes the technician, operating the guidewire in tandem, had lost control of the wire while the physician was advancing the impella through the sheath. As a result, the guidewire was also pushed along with the impella catheter through the sheath rather than allowing the device to track over it. Because of this, the wire was advanced too far into the ventricle which caused the guidewire to prolapse. This was later confirmed on fluoroscopic images which were reviewed in retrospect. Consequently, the over-inserted, prolapsed guidewire is what the physician believes to be related to the actual cause of the perforation. He does not suspect a device, component, or material related problem. Overall, the physician believes the problem was isolated to operator error rather than a device related issue. This was an apparent case of operator error when the technician restraining the guidewire lost control of the wire as the physician advanced the impella through the sheath. A comprehensive review of the abiomed's complaint handling database was conducted to identify similar events; no previous incidents of vascular or ventricular injury due to the guidewire were found. No corrective actions are recommended at this time. Abiomed will continue to monitor the complaint database for similar, future occurrences. (B) (4).

Event description:
It was reported that a patient underwent a non-emergent, high risk pci procedure involving additional cardiac support using an impella 2.5 partial assist device. The patient was administered nicardipine hydrochloride (cardene) prior to the intervention in order to manage hypertension, spasms, and cardiac ectopy throughout the procedure which induced low blood pressure observations throughout the case. The physician reported that while inserting the impella device, the guidewire was advanced too deeply into the ventricle because the technician, handling the guidewire in tandem, had lost control of it. The procedure continued and successful pci treatment with impella support was accomplished. All devices were removed without suspect; however, the blood pressure remained low. In response, an echocardiogram and a ventriculogram were ordered which revealed a small dissection in the left ventricle in the lateral aspect of the apex. This was believed to have been caused by a perforation of the 0.018" guidewire used during placement of the impella device. The perforation was described to be "very small" and "would have likely healed without intervention"; however, the acting surgeon elected to perform a full exploratory via sternotomy in order to rule out any other possible injuries and/or sources of bleeding. Blood was drained from the pericardial sac, the perforation was closed with a single patch on the pericardium, and no other injuries or adverse effects were identified or experienced. The patient has made a full recovery and was expected to be discharged home.